Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  about 4 - 5 days ago started wetting the bed at night, patient said that symptoms are fine during the day. Patient said that has urinary retention and used to go thirty times during the day, said has experienced noticeable improvement during the day. Patient said that has been self-catheterizes right before bed for the past eight months.  Patient said that has been taking a probiotic and d- mannose, an over the counter supplement for bladder: supposed to help cleanse and protect the urinary tract and a probiotic patient also mentioned is receiving in office bladder treatments - installations about every two weeks at urogynecologist's office. Patient said for these treatments, five different medications to help with bladder pain. The patient was redirected to their healthcare provider to further address the issue. Reviewed therapy information and general programming guidance. Patient said that she called and spoke to the local representative,  about therapy issues and received instruction to switch programs two days ago. Patient to monitor and track symptoms for at least 4 - 7 days after making an adjustment. Patient said that the representative advised patient not to switch programs too often. Patient said has two physicians see a urogynecologist, next appointment is next wednesday and implanting physician, and has next appointment on monday. Patient was redirected to update managing physician at upcoming appointment on monday.